Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise noted. The motor was tested outside of the device and passed. The test blood glucose meter communicates properly to the insulin pump noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston was making a weird sound and a couple of times the meter was not connecting to the insulin pump. Customer¿s blood glucose level was 4.9 mmol/l at the time of the incident. Customer stated that the self test was performed and it was pass. The device will not be returned for analysis.